Event description:
Reported receiving imprecise sequential readings within a ten minute time frame on the precision qid blood glucose meter. There was no report of death, serious injury or mistreatment associated with this event.